Event description:
It was reported that a user wearing a dexcom g7 cgm observed a sensor glucose value of approximately 100 mg/dl that abruptly changed to ¿low,¿ after which the user ingested fast-acting carbohydrates without performing a confirmatory fingerstick; troubleshooting and education on confirming lows with a fingerstick were provided. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no assistance from others, and no hospitalization. Investigation included case review and user coaching regarding hypoglycemia management and the need for capillary confirmation when cgm readings are discordant with symptoms. Investigation of this case revealed an unclear cause for the reported low glucose reading, with no confirmed hypoglycemia and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.